Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The reported event was not confirmed in testing but an error was confirmed in log review. Therefore, the flow sensor was replaced.

Event description:
The hospital reported an error that causes a loss of mechanical ventilation. There was no report of patient injury.